Manufacturer narrative:
The introducer was in use for treatment. Oscor inc. Is the manufacturer of the adelante radial introducer. This adelante radial introducer is sold non-sterile to (B)(4), who places the device into an nt direct kit for use. The device has not been returned for analysis therefore the allegations against this failure cannot be confirmed. No adverse patient effects were reported. Since the lot number of the reference device is unknown, a review of the device history records cannot be performed nor can it be determined if there are additional complaints against the lot used to manufacture this unit. The adelante introducer set in-process and final qa inspection procedure includes a general acceptance criteria where all product must meet the specifications in each step or be rejected. A 10x magnification is used for visual inspection. The device is inspected for foreign material per aql using a tappi chart. The sheath and dilator are inspected visually for overmolding 100% of the first and last five shots. Dimensions are measured and ID is checked for clearance. For the remaining parts inspection is per aql. The tips of the sheath and dilator are 100% inspected for the first five and last five parts: visually for foreign material or defects, tip shape is verified, dilator checked for any obstruction and dimensional measurements are checked. For the remaining parts inspection is per aql. Final assembly of sheath and dilator inspection is per aql 0.25 which includes visual inspection, dimensional check including tip ID and the dilator hub lock operation is verified. The sheath and dilator assembly is inspected per aql 0.25 for visual defects, foreign material, damage to device, verifying the correct size dilator is assembled with the sheath, the dilator is also checked for smooth action and locking of sheath is checked for proper function, an inspection for no gaps between sheath tip and dilator is performed, and verification that the dilator tip extends beyond the sheath tip.

Event description:
The physician reports that he is having difficulty with the sheath during vascular access. Specifically he reports the sheath buckled during attempted insertion into patient vein.